Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Watchdog timeout (wdto status, reset code 010000) occurred (B)(6)-2009, likely due to bit flip. Device went through partial reset, but the device started logging data into incorrect memory addresses.

Event description:
It was reported that on interrogation of the device there was an error message. Data from the device indicates the device had a reset most likely due to a bit flip. A manual guided restore was required and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.